Manufacturer narrative:
An event of deformation upon deployment was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2019, a 20mm amplatzer septal occluder was selected for implant. During deployment a "cobra" shape deformation was noted. The device was exchanged with a 22mm amplatzer septal occluder. No patient consequences were reported.